Event description:
Report rec'd of backflow of suctioned fluids. Hosp staff substituted one suction product for another that was not in stock. During a knee arthroscopy procedure, this new suction set up was used in tandem. The product contains an automatic shut-off valve, and when the product filled up,the suction was shut-off. This resulted in fluid flowing back into the sterile field. The fluid that returned to the patient was determined to be sterile. No patient harm reported. Customer states that the staff set up the equipment incorrectly, and reinservicing of staff has been completed.